Event description:
It was reported that during a prostate procedure at 30,000 joules of use and 15 minutes, diminished vaporization was observed. The procedure was completed with an alternate procedure rtu (turp). There was "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 30,000. Time expended: 15 minutes.